Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Additional product code: hwc. Expiration date: october 2023. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7847995 of 11.0mm ti helical blade 90mm sterile was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record determined the raw material lot 7704533 met all specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while doing a trochanteric fixation nail (tfn) surgery, the helical blade was not able to pass through the nail; it was getting caught on the nail. The surgery was successfully completed using a new helical blade, nail and new set of instruments. There was surgical delay of more than one hour reported. This is report 1 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition for the 456.303 lot number 7847995 helical blade is not a result of any design related deficiency. No product issue was noted upon examination of the returned 456.303 lot number 7847995 helical blade. It is likely that the locking mechanism was accidentally activated prior to insertion leading to this complaint condition. The returned 456.303 helical blade was received in poor condition consistent with attempted insertion and heavy malleting. The device was manufactured in 11/2014 and is less than a year old, no product issue was identified in the complaint description or noted upon examination. Therefore, a review of the assessment is not applicable for this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.